Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due low r-wave signals with oversensing. In clinic testing was able to reproduce noise in all sensing vectors. An x-ray was performed however the image was not clear enough to visualize electrode insertion in the header. Technical services discussed obtaining an additional x-ray or possible invasive troubleshooting measurements. The system remains implanted however therapy was programmed off. No additional adverse patient effects were reported.